Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector cup size 54 mm, with the 36 mm metal liner, an summit size 5 high offset femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort when walking. My hip pops and gives out sometimes. It also locks up at times. My right hip and leg is unable to support me so in order to walk, I have to shuffle sideways. Diagnosis or reason for use: avascular necrosis.